Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: review of the black box data revealed evidence of short battery life illustrated by drastic voltage drop leading to low battery warning and replace battery alarm. On investigation, the pump powered on normally and ez-prime steps successfully completed. Sleep current reading was evaluated and found to be above specifications. The alleged short battery life was duplicated during investigation resulting from an intermittent printed circuit board condition.